Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were noted. Review of the episodes revealed oversensing possibly due to myopotentials. The noise was not reproducible in clinic with isometrics. Programming changes were not made. No more alerts were received.